Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was returned in the original sterile packaging and detected in backup vvi mode. Testing suggested that the reset was caused by an error in the device's memory. (B)(6) - no complaint received with return of device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.